Event description:
It was reported that the customer experienced low blood glucose readings and did not receive any alarms. Customer mentioned receiving a weak signal alarm. Customer's blood glucose reading at the time of the call was 49 mg/dl and treated with food. Customer's blood glucose readings at the end of the call were 100 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.